Manufacturer narrative:
One single lesion et20s¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the et20s which briefly displayed the software version of 2.00 prior to the successful execution of the power on self-test. Default values were then displayed in a numerical format that is consistent with this software version. Stimulate sensory, motor, pulse and lesion modes were each evaluated. Functional testing confirmed normal impedance and temperature values during the application of rf energy. No warnings, error messages, impedance or temperature fluctuations were observed during the evaluation performed. Target temperatures were monitored and achieved during the application of rf energy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as the reported issue was unable to be reproduced. The returned product operated as designed during the evaluation period.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, while performing sensory motor testing a red light displayed and the generator no longer functioned as intended. The procedure was cancelled. There were no adverse consequences to the patient.